Event description:
It was reported that following a trial procedure, the patient experienced sharp pain in the back. The patient was put under x-ray, and it was noted that the leads migrated. The left lead had a band at the entry point and the physician believed it was pushing on a nerve route. The left lead was removed, and the patient symptoms resolved. The explanted lead was discarded.